Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found didn't find any similar reports with the involved product code/lot# combination. The same user facility reported a similar event for another device with the same product code/lot number combination, see MDR 2243441-2017-00142. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angioseal was deployed in a proper fashion but the doctor got a lot of resistance when spooling it and it was not smooth. The following information was provided by the user facility: the doctor had to pull harder, the plug did not sit and came out resulting in a hematoma. The doctor pressed in the button all the way in hopes to have the suture come out easily but that was jammed as well. It was reported that the patient was discharged and was ok. It was reported that manual compression was applied. It was reported that the procedure outcome was finished successfully. It was reported that the blood loss was nothing remarkable.